Event description:
It was reported while using bd discard it ii 2-piece syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we have a problem with a defective batch of syringes ref (B)(4), I enclose number 2209107. As soon as blood is drawn, the syringe leaks.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-sep-2023. H.6. Investigation summary: a device history record review was completed for provided material number 309110 and lot number 2209107. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample and one (1) syringe sample were received for evaluation by our quality team. Through examination of the samples, the reported defect of leakage was confirmed. It has been concluded that the leakage resulted from damage in the plunger component. This type of damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd discardit ii 2-piece syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we have a problem with a defective batch of syringes ref 309110, I enclose number (B)(4) . As soon as blood is drawn, the syringe leaks.